Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint: litigation alleges patient had pain, physical injury and bodily impairment after asr hip implant. **update** 12/17/2012 plaintiff fact sheet was received. The part/lot was updated. There is no new information that would change the outcome of the investigation. Update rec'd 9/1/2015 - patient was revised for pain. The sleeve is being added.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 12/28/15 medical records received. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: jan 15, 2016.